Manufacturer narrative:
H10: multiple attempts have been made on (B)(6) 2024 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: d4 - product UDI.

Event description:
Philips received a complaint by the customer on the v60, indicating that once plugged in, the unit didn't recognize, and the charging light didn't come on. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Found good power to the power supply from the ac inlet filter and no dc power out. With ac power connected the 24vdc readout on the pneumatics screen is zero. The rse advised to replace the power supply and provided parts ID for the repair. Resolution and disposition are pending - investigation is ongoing.